Manufacturer narrative:
(B)(4). The device was disposed and will not be returned for analysis; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex esophageal partially covered stent was to be implanted in the esophagus to treat a 4 cm malignant stenosis due to esophageal cancer during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was able to be deployed. However, under endoscopic and fluoroscopic visualization, it was noticed that the distal end of the stent did not open. The physician attempted to dilate the distal flange but still it did not expand. The stent was removed from the patient with rat tooth forceps and another wallflex esophageal stent was implanted to complete the procedure. There were no patient complications reported as a result of this event.